Manufacturer narrative:
The technician found the foot brake steer caster is worn. The technician replaced the foot brake steer caster to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported the brake is not locking when set. No pt injury reported.